Event description:
Dealer advised no audible alarm when unit turns on.

Manufacturer narrative:
The product was returned on (B)(6) 2015 for evaluation. The results of the return evaluation were not available for review at the time of this investigation. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
Dealer advised no audible alarm when unit turns on.

Manufacturer narrative:
The device was evaluated by the returns department and it was found that the controls are defective.